Event description:
A medtronic representative reported the o-arm 1000 imaging system cover was snapped in half. The o-arm imaging system is still functional. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6) 2014: medtronic representative performed a navigation system check-out, system still available for use and functioning as intended. (B)(4). Rmas issued. Replacement louver cover shipped to site 01/13/2014. Replacement hinge and spring both shipped to site 01/15/2014. No parts have been returned to manufacturer for analysis.